Event description:
Ed [emergency department] tech was preforming an ultrasound IV using the 18g 1 3/4 in. Able to draw blood off of the IV and flush it but it was leaking right at the green hub of the catheter itself. This happened twice. Lot # of both packages was 24m28g8241.